Event description:
On (B)(6) 2011, pt reported elevated blood glucose of approx 500 mg/dl due to bent infusion cannulas. Target blood glucose is 80-120 mg/dl. This issue occurred 2 weeks prior to the report and happened a total of 5 times in 3 days. There were no issues during preparation or insertion of the infusion set. There was no insulin leakage. Pt became very sick when her blood glucose was elevated, and she changed the infusion set and delivered boluses through the infusion device. Pt noticed the bent cannulas when the headsets were removed from her skin. Headsets were inserted manually. Alleged infusion sets were discarded. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.